Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 5177503. (B)(4).

Event description:
It was reported that the patient's legs had suffered blood clots and paralysis within 8 hours after the permanent implant was performed. The devices were explanted during the removal of the blood clots.